Event description:
It was reported that during central processing, the shaft of the force feedback mega suturecut needle driver broke at the head of the instrument. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument broke while being cleaned in the sterile processing department.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force feedback mega suturecut needle driver was analyzed and the main tube holder was found to be broken. The broken regions measure approximately 2.44 mm x 1.57 mm and 1.13 mm x 1.31 mm in size. The fragments were not returned along with the instrument. Further investigation confirmed additional observations. Upon visual inspection, the main tube was found to be dislodged from its normal position. It appeared that the instrument has a bent inner tube. The suspected bending damage is located at the proximal end of the inner tube. Upon further visual inspection, the inner tube was determined to have no bent damage. The inner tube was able to be straightened and placed into its normal position indicating there is no bend in the inner tube. A fragment was returned with the instrument. It was additionally observed that the chassis was broken; the t-tab located on the bottom part of the chassis was broken. The fragment returned with the instrument was the broken t-tab piece of the chassis. As a result of the broken chassis t-tab and main tube holder, the main tube assembly was found to be dislodged from its normal position. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.